Event description:
During a follow-up, diagnostics showed an aborted vf episode. Review of the egm revealed noise. X-ray showed the conductor cables outside the lead body. The lead was explanted and confirmed insulation damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis revealed an insulation abrasion to the is-1 connector leg at 7 cm from the connector end, exposing the proximal coil. The location of this abrasion is consistent with that caused by friction with the device can. This would cause the reported noise when in contact with the ICD can. Further analysis found insulation abrasion at 23.5 cm and 31.3 cm from the connector end, consistent with that caused by friction with the device can. Insulation abrasion from the inside out at 55-55.8 cm from the connector end was also observed.